Manufacturer narrative:
H6 - device final analysis reveals no anomaly found - normal device function. Morphine was found in the pump reservoir.

Event description:
The device was returned to the MFR for analysis after an unk implant duration. No reason for explant was provided. A follow-up report will be sent if add'l info becomes available.